Event description:
A hosp nurse reported that a cutting loop electrode disintegrated during a trans urethral resection (t.u.r.p). The electrode was replaced and the procedure was completed without complications.